Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the pump and the reported gi bleeding could not be conclusively determined; however, the instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced anemia and suspected gi bleeding and anticoagulation was discontinued. The bleeding resolved with no further issues, and on (B)(6) 2015, the patient was discharged. The patient¿s coumadin was restarted shortly after the patient was discharged. The patient did not experience any further issues until (B)(6) 2015 when patient was readmitted for a gi bleed. Arteriovenous malformations were found and cauterized. On (B)(6) 2015, the patient was discharged and has not had any further issues with bleeding.